Event description:
It was reported to philips that the device has a discharge issue during functional tests. There was no report of patient involvement. The customer worked with the technical support representative. The customer needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor, the replacement for which was ordered to customer. The customer to install high voltage capacitor. No further evaluation is warranted at this time.